Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the reported event of a ¿cut in the patient cable¿ and ¿the battery door is cracked¿ was confirmed with the returned mobile power unit (serial # (B)(6)). Visual inspection of the returned product confirmed fractures around the screw hole on the battery door and a tear on the patient cable section. The analysis could not determine a root cause of the damage. Performed repair, preventative maintenance and safety test. Performed all tests per procedure, which passed all testing. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on (B)(6)2017. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The device came back for routine maintenance and the technician noticed a cut in the patient cable. The cause of the cut was not identified. There was no alarm for the event.